Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune like symptoms') in a 33-year-old female patient who had essure (batch no. Af1001788950-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sleeplessness, mouth ulcer, musculoskeletal pain, migraine with aura, difficulty focusing eyes, dysphagia and constipation. In 2011, the patient experienced genital haemorrhage ("bleeding ever since insertion/ bleeding"), menorrhagia ("period lasting 2+ weeks"), coital bleeding ("heavy bleeding during sexual intercourse") and abdominal pain lower ("cramping pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sexual activity is incredibly uncomfortable/dyspareunia"), loss of libido ("complete lack of libido/ loss of libido"), fatigue ("ongoing exhaustion/ extreme fatigue"), rash ("rashes throughout body/ skin rash"), hypoaesthesia ("hands going really numb"), menometrorrhagia ("menometorrhagia (excessive menstruation)"), urinary tract disorder ("urinary problem"), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), gingival pain ("gum sensitivity"), hyperaesthesia teeth ("tooth sensitivity"), odynophagia ("swallowing discomfort"), vision blurred ("blurred vision"), dry eye ("dry eyes"), dizziness ("dizziness"), anxiety ("anxiety"), panic attack ("panic attack"), back pain ("back pain"), abdominal distension ("severe bloating"), acne cystic ("cystic acne") and incontinence ("incontinence"), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"), migraine ("migraines") and stress ("stress"). The patient was treated with surgery (abdominal supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, hypoaesthesia, menometrorrhagia, urinary tract disorder, neuromyopathy, autoimmune disorder, gingival pain, hyperaesthesia teeth, odynophagia, vision blurred, dry eye, dizziness, anxiety, panic attack, back pain, abdominal distension, acne cystic and incontinence outcome was unknown, the genital haemorrhage, dyspareunia, weight increased and fatigue had not resolved, the menorrhagia, coital bleeding and stress had not resolved and the abdominal pain lower, alopecia and migraine outcome was unknown. The reporter considered abdominal distension, acne cystic, anxiety, autoimmune disorder, back pain, dizziness, dry eye, genital haemorrhage, gingival pain, hyperaesthesia teeth, hypoaesthesia, incontinence, menometrorrhagia, neuromyopathy, odynophagia, panic attack, pelvic pain, urinary tract disorder and vision blurred to be related to essure. The reporter provided no causality assessment for alopecia, coital bleeding, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, rash, stress and weight increased with essure. The reporter considered abdominal pain lower to be unrelated to essure. Concerning the injuries reported in this case, the following one were reported via social media: hypoaesthesia. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5031866) on 25-oct-2013. The most recent information was received on 16-apr-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), neuromyopathy ('neuromuscular problems') and autoimmune disorder ('autoimmune like symptoms') in a (B)(6)-year-old female patient who had essure (batch no. Af1001788950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sleeplessness, mouth ulcer, musculoskeletal pain, migraine with aura, difficulty focusing eyes, dysphagia and constipation. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced genital haemorrhage ("bleeding ever since insertion/ bleeding"), menorrhagia ("period lasting 2+ weeks"), coital bleeding ("heavy bleeding during sexual intercourse") and abdominal pain lower ("cramping pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("sexual activity is incredibly uncomfortable/dyspareunia"), loss of libido ("complete lack of libido/ loss of libido"), fatigue ("ongoing exhaustion/ extreme fatigue"), rash ("rashes throughout body/ skin rash"), hypoaesthesia ("hands going really numb"), menometrorrhagia ("menometrorrhagia (excessive menstruation)"), urinary tract disorder ("urinary problem"), neuromyopathy (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), gingival pain ("gum sensitivity"), hyperaesthesia teeth ("tooth sensitivity"), odynophagia ("swallowing discomfort"), vision blurred ("blurred vision"), dry eye ("dry eyes"), dizziness ("dizziness"), anxiety ("anxiety"), panic attack ("panic attack"), back pain ("back pain"), abdominal distension ("severe bloating"), acne cystic ("cystic acne") and incontinence ("incontinence"), was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"), migraine ("migraines") and stress ("stress"). The patient was treated with surgery (abdominal supracervical hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, rash, hypoaesthesia, menometrorrhagia, urinary tract disorder, neuromyopathy, autoimmune disorder, gingival pain, hyperaesthesia teeth, odynophagia, vision blurred, dry eye, dizziness, anxiety, panic attack, back pain, abdominal distension, acne cystic and incontinence outcome was unknown, the genital haemorrhage, dyspareunia, weight increased and fatigue had not resolved, the menorrhagia, coital bleeding and stress had not resolved and the abdominal pain lower, alopecia and migraine outcome was unknown. The reporter considered abdominal distension, acne cystic, anxiety, autoimmune disorder, back pain, dizziness, dry eye, genital haemorrhage, gingival pain, hyperaesthesia teeth, hypoaesthesia, incontinence, menometrorrhagia, neuromyopathy, odynophagia, panic attack, pelvic pain, urinary tract disorder and vision blurred to be related to essure. The reporter provided no causality assessment for alopecia, coital bleeding, dyspareunia, fatigue, loss of libido, menorrhagia, migraine, rash, stress and weight increased with essure. The reporter considered abdominal pain lower to be unrelated to essure. Concerning the injuries reported in this case, the following one were reported via social media: hypoaesthesia. Most recent follow-up information incorporated above includes: on 16-apr-2020: plaintiff fact sheet and medical record was received. Medically confirmed case. Lot number were added. Event added from pfs- menometrorrhagia (excessive menstruation), pain, urinary problem, neuromuscular problems, autoimmune like symptoms, gum sensitivity, tooth sensitivity, swallowing discomfort, blurred vision, dry eyes, dizziness, anxiety, panic attack, back pain, severe bloating, cystic acne, incontinence. Reporter information, medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.